Event description:
The initial reporter stated they received discrepant immunoassay results for one patient sample tested on a cobas e 801 analytical unit. Results for the following assays were affected: elecsys testosterone ii assay, elecsys dhea-s, elecsys ft3 iii, elecsys estradiol iii, and elecsys folate iii. The sample initially resulted in the following values: testosterone = > 1500 ng/dl with a data flag, dhea-s = > 1000 ng/dl with a data flag, ft3 = > 32.5 pg/ml with a data flag, estradiol = > 3000 pg/ml with a data flag, folate = > 20 ng/ml with a data flag. The sample was automatically repeated by the analyzer, resulting in the following values: dhea-s = > 1000 ug/dl with a data flag, ft3 = > 32.5 pg/ml with a data flag, estradiol = > 30000 pg/ml with a data flag, folate = > 40 ng/ml with a data flag. The sample was repeated on a second analyzer due to data flags accompanying some of the results. These repeat values are as follows: testosterone = 35.5 ng/dl , dhea-s = 270 ng/dl, ft3 = 3.68 pg/ml, estradiol = 86 pg/ml, folate = 31.6 ng/ml. The repeat values measured on the second analyzer were deemed correct by the customer.

Manufacturer narrative:
The reagent lot number and expiration dates are as follows: testosterone = lot 79495801, expiration 30-sep-2025, dhea-s = lot 79099701, expiration 31-oct-2025, ft3 = lot 78159801, expiration 30-jun-2025, estradiol = lot 82525001, expiration 30-nov-2025, folate = lot 80656701, expiration 30-apr-2026. The investigation is ongoing.

Manufacturer narrative:
Quality controls were within range. There was no indication of a reagent performance issue. The field service engineer found degraded reagent tubing. The tubing was replaced. Precision studies were performed and quality controls passed. The investigation determined the service actions resolved the issue.